Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the black screen and offline on remote support service. The customer tried to hard reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer (fse) checked all cords and cable connections, identified a faulty half height cubie drawer that prevented the station from powering on, replaced the half height cubie drawer controller board to resolve the issue. Tested the system and confirmed the station powered up successfully with access to all drawers. The system functioned as intended after the field service engineer repaired the device.